Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua#: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st150, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, however, photos were provided. The cause of the reported leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.